Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. Product deficiency could not be determined. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2019. Model #: is unknown was not provided. Catalog #: is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, if explanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon had a patient who had symfony toric intraocular lens implant. Reportedly patient has been experiencing glare and halos, hence the surgeon is planning on explanting the lens in secondary surgical procedure and replacing the lens with tecnis toric. No further information provided.